Event description:
The initial reporter stated they received discrepant results for five patient samples tested with elecsys ca 19-9 on a cobas e 601 module. The samples were initially tested on (B)(6) 2023 and repeated on (B)(6) 2023. The first sample initially resulted in a ca 19-9 value of > 1000 u/ml and it repeated as 11.46 u/ml. The second sample initially resulted in a ca 19-9 value of 441.0 u/ml and it repeated as 5.68 u/ml. The third sample initially resulted in a ca 19-9 value of 116.78 u/ml and it repeated as 9.15 u/ml. The fourth sample initially resulted in a ca 19-9 value of 79.48 u/ml and it repeated as 21.29 u/ml. The fifth sample initially resulted in a ca 19-9 value of 75.97 u/ml and it repeated as 22.90 u/ml. Corrected reports were issues for the repeat results.

Manufacturer narrative:
The ca 19-9 reagent lot number was 64362403, with an expiration date of 29-feb-2024. The field service engineer checked the instrument probes. The customer replaced the ca 19-9 reagent and some system reagents. Results were normal again after the reagent replacement. The alarms trace showed abnormal sample probe movement and abnormal sample aspiration alarms. The investigation could not identify a product problem. The cause of the event could not be determined. H3 other text : na.